Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the infusion set tubing loosened from the headset connection. No adverse event reported. The infusion set was returned for evaluation.